Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for degenerative disc disease/herniated disc pain and spinal pain. It was reported that the patient had poor coupling with recharging and poor communication. The caller stated that they hadn¿t been able to connect for over a week. It was reported that a local rep met with the patient and was able to connect with the ins to charge. It was indicated that the last successful recharge session was about two weeks ago. The caller stated that they didn¿t have a schedule for charging, they would just ask the patient if they felt stimulation and if they didn¿t they would charge. It was reviewed to reposition the antenna over the ins. It was indicated that the patient was not able to communicate with their patient programmer either. It was reported that based on the description patient services thought the caller was seeing the ins low battery message. Antenna locate (al) sets were reviewed, but the caller declined to try performing an al. The patient already had an upcoming appointment with their healthcare provider (hcp) scheduled. It was reviewed that the patient¿s ins was very low and may need a trickle charge. No symptoms were reported. The event occurred in 2019. No further complications were reported/anticipated. Additional information was received from the rep who reported the device was replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. Rep stated that patient's weight was unknown. The device was not returned as it was destroyed. No further complications were reported.